Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found intrusion into the safety disk and dripping on the pneumatic interface pcb. The pneumatic module assembly (0997-00-1178) and pneumatic interface pcb (0670-00-1167) were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced blood back into pump. No patient harm was reported.